Event description:
Hospital emergency room personnel responded to a patient described as very diaphoretic and in full cardiac arrest. The patient was connected to a defibrillator/monitor with the device and two countershocks administered. According to the reporter, on the third countershock, arcing was seen near the area of the lateral electrode. The device was removed, replaced with the defibrillator's hard paddles and used to deliver another countershock which converted the patient's rhythm. The patient was resuscitated.